Event description:
A dialysis facility reported that a patient removed too much fluid during a hemodialysis treatment. The patient became hypotensive during treatment and was given hypertonic saline. Treatment was terminated half an hour early. Based on the reported pre and post dialysis weights, and what the machine had indicated was removed, there was a fluid weight loss variance of 3.2kg. There were no reported alarms or fluid leaks during treatment.